Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was sensed which resulted in inappropriate shocks. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported.